Manufacturer narrative:
The motion enclosure kit and the power conversion enclosure for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The representative did note that the enclosure chassis was bent on the corner, however, the damage does not contribute to the allegation.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). A medtronic representative went to the site to test the equipment. The representative reported that the motion enclosure and power conversion enclosure for the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect motion enclosure and power conversion enclosure have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system entered the initialization please wait portion of the software without prompt from the user. Motion control could not be performed on any part of the system. Restarting the imaging system did not resolve the reported issue. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: device manufacture date and date returned fields updated to proper value.